Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation. The pacemaker was unable to interrogated. The intervention and patient condition were unknown.